Event description:
It was reported that the patient had a right hip revision -the patient's hip was revised due to bone fracture sustained from a fall which caused stem subsidence.

Manufacturer narrative:
It was noted that the catalog and lot codes could not be read off the explants. The device was reported as an unknown accolade ii stem. No further information or documentation will be provided due to hospital policy. Hospital policy.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accoloade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: insufficient information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a right hip revision -the patient's hip was revised due to bone fracture sustained from a fall which caused stem subsidence.